Event description:
Item was about to be loaded into stapling device for surgical procedure. Surgical technician noticed it had been broken after she grabbed it to load it. Prior to just simply touching reload, it appeared to be intact.